Manufacturer narrative:
This MDR is being reported under exemption number e2015052 and is part of the 227 pilot program. The reported event involved an automated clinical chemistry device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. As five of the events occurred outside of the united states, information regarding a field representative visit was not provided. For six of the events, a field representative went onsite to evaluate the device and did not identify a specific root cause. Further investigation by the manufacturer did not identify a specific root cause for the events. Based on the information provided, a preanalytical or sample specific issue was suspected. No systemic issue with the device was identified during the investigation of this event.

Event description:
This report summarizes <noe>11</noe> malfunction events where erroneous results were generated by the cobas c501 analyzer. There were a total of 11 patients involved with the following: three erroneous result for total protein urine/csf gen 3. One erroneous result for creatinine plus ver.2. One erroneous result for c-reactive protein gen.3. One erroneous result for carbamazepine. Three erroneous results for d-dimer gen 2. Two erroneous result for creatine kinase. One erroneous result for total bilirubin. Two erroneous result for vancomycin. One erroneous result for urea/bun. One erroneous result for creatinine jaffe gen.2. One erroneous result for ion selective electrode (ise) potassium. One erroneous result for tina-quant igg gen.2. For one event, there was a (B)(6) male. For one event, there was an (B)(6) female. For one event, there was a (B)(6) female. For one event, the patient was male. The other patients' ages and genders were requested, but were not provided. The patients' weights were requested, but were not provided. There was no reported injury or death. The event did not necessitate remedial action to prevent an unreasonable risk of substantial harm to public health.